Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 380 mg/dl. Correction bolus and manual injection were used to address bg. Customer went to the emergency room (ER) and was treated with intravenous fluids. After 3 hours, customer left the ER in stable condition. Bg was 160 mg/dl. Customer alleged something was "wrong" with the pump. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. However, customer did not want to use the pump and reverted to using manual injections for insulin therapy, as bg continued to increase while using the pump. Reportedly, humalog was used in the cartridge for 3 days. Cts informed customer that humalog was labeled for 48 hours with the cartridge.